Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2004 along with concurrent hysterectomy, culdoplasty, and cystoscopy due to stress urinary incontinence and pelvic organ prolapse. Following insertion the patient experienced vaginal pain, lower pelvic pain, pinching and pulling in abdomen when walking, pain within the abdomen with lifting, dyspareunia, recurrent infections, mesh erosion, incontinence and severe constipation. It was reported that the patient underwent mesh revision on (B)(6) 2010 due to mesh protrusion and erosion. No additional information was provided.